Event description:
It was reported that the caller stated that originally when they received the recharger with implant, the mechanism in which they could charge the implant was a flat surface and it would go around the incision. Caller stated they were sent a replacement recharger and they can't get it to lay flat on the implant and can't charge because of the design. Caller was frustrated because pt was in so much pain because the implant is not being charged. Caller stated prior to the issue, pt would get 40% or 50% pain relief, now nothing. Agent reviewed that the implant recharger has looked the same over the years. Caller explained they keep seeing screen looking for device and caller stated they tried all the angles and positions but can not get the recharger to work. Caller wondered if the implant physically moved but does not believe that it did. Agent instructed caller to inspect recharger cord and pins but they did not see any physical damage. Agent asked caller if the paddle or relay box heats up, caller stated the cord below the paddle heats up and stated they see moisture and precipitate in that area. Caller stated the issue started couple months ago and it's intermittent and gotten worst over time. The issue was not resolved. An email was sent to the repair department to replace the recharge. Additional information was received from the pt. Pt stated that the rtm was producing moisture. States the new rtm resolved the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: product ID: 97755, serial/lot #: (B)(6), was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Also, there was a recharger antenna failure; there was rms voltage at the h field probe. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.